Manufacturer narrative:
Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion tests and self-test. No unexpected pump error 43, no delivery, insulin flow blocked alarms or prime/fill, rewind anomalies were noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm more than 3 times whenever they try to rewound the insulin pump. The customer was assisted with troubleshooting. Customer was able to clear alarm however unable to rewind the insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.